Event description:
It was reported that during a v.a.t.s. Procedure, the device would not open and could not be removed. The surgeon elected to resect the instrument with another device. According to the surgeon, all the instruments and reloads were white/vascular. The or time was increased and removal of stapler necessitated the excision of more tissue than originally intended. Another device was used to complete the case. There was no add'l pt consequence reported.